Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had replaced the battery 2 times but he still gets nothing on the screen. Customer's blood glucose was 236 mg/dl at the time of the incident. Customer stated that he was having a low blood glucose and was throwing water all over the place at the sink. Customer had a blank display immediately after the pump was exposed to moisture. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer declined to troubleshoot for the low blood glucose and was not hospitalized.